Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 3.6 mmol/l (mobile system) and a result between "1 mmol/l and 2 mmol/l" (professional meter). Customer was treated by paramedics with glycogel and a sugary drink. At an unspecified time later, the customer was tested again on the paramedic's meter with a result of 6.2 mmol/l. Customer was not transported to the hospital. She is currently feeling good. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.